Event description:
It was reported that during a da vinci surgical procedure, the site experienced system error message blade exposed during use of the one endowrist vessel sealing instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's knife blade was exposed (out of the garage). In addition the knife grip was exposed between the grips. Failure analysis investigation also found that the snake wrist cables that route through holes 6 and 7 at the wrist disc were broken. Functional testing of the instrument was not conducted due to the condition of the instrument's wrist cables. No other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's wrist cables, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.